Event description:
There was an incorrect delivery of pca morphine (less than was ordered). The pca pump showed 25 ml(out of 100 ml), but the actual waste was 80 ml so patient only received 20 ml of morphine. Technical assessment: appeared to be kink in the tubing. When pump was tested it was found to be functioning properly. This model does not have an upstream occlusion alarm, so a kink in the tubing upstream of the pump mechanism will not cause an alarm. Therefore, the medication will not be delivered.